Event description:
A reporter/home health nurse reported obtaining error 4 and error 5 messages in 2007 when testing a patient/layperson with the patient's onetouch ultra meter. The nurse did not indicate whether the issue was intermittent. When the nurse tested using a new vial of test strips during the call with lifescan with the customer care advocate on the following month, the product performed as expected; the issue was resolved. Nevertheless, all products were replaced. The reporter indicated that on three weeks after the original date between 10 and 11 a.m., the patient was dizzy, fatigued, and thirsty. Either the reporter or the patient attempted to test and reportedly obtained the same error messages as mentioned above. The reporter/home health nurse then tested the patient on her agency meter, type not provided, obtaining "585" mg/dl, after which she injected 12 units novolog insulin. Because the reporter alleged the patient obtained a blood glucose of over 500 mg/dl after possibly delaying treatment due to error messages rather than blood glucose results, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.